Manufacturer narrative:
Fracture pieces of the zest dental locator abutment were received for investigation. The received locator abutment returned without original package; therefore, it was unbale to verify zest lot number information. Visual inspection was performed for as a retuned product and it was noted that abutment has smooth wear at the coronal surfaces and a fracture was noted at the post minor thread. No manufacturing defect was noted. DHR review and complaint history review could not be performed by zest dental solutions since no zest lot number was provided by the customer. Therefore, based on the evaluation, the malfunction had occurred, thread fracture was identified during function and this report was confirmed following inspection. A definitive root cause could not be identified by zest dental solutions. However, thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to report (B)(4). Reporter first name not provided. Reporter email address not provided. The reported device has been received for evaluation. Investigation has not begun. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the locator abutment fractured. All fractured pieces were removed. There is no report of patient injury.